Event description:
Reportable based on analysis complete on 04 january 2022. It was reported that a intellanav mifi oi catheter was selected for use. During an atrial fibrillation ablation, the "electrode was instable". The procedure was completed with another intellanav mifi oi catheter. No patient complications were reported. Analysis of the device revealed protrusion of the center support thru the shaft.

Manufacturer narrative:
Visual inspection of the device showed a kink between the electrode rings 2 and 3, and a protrusion of the center support thru the shaft was observed proximally to ring 3. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Both curves failed to reach the specified area of the template, the device failed the dimensional test. Electrical continuity test was performed and the device was found with the magnetic sensor open. X-ray inspection revealed a bent and broken center support observed proximally to ring 3 in the same location where the shaft was perforated, a steering wire is detached from the center support due to the breakage of it and the magnetic sensor is broken where the kink between the rings 2 and 3. Distal end was dissected and it was confirmed that the center support and the magnetic sensor are broken. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.